Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call that they have high blood glucose levels. Customer blood glucose level was 316 mg/dl. Customer was able to do troubleshooting for high blood glucose levels. Customer refused to do high pressure test on the insulin pump. Customer assumed they needed to use the insulin pump along with manual injection which is incorrect. Customer's blood glucose level continues to fluctuate and now it's down to 38 mg/dl.